Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter (fm) for lot #8324761 item #305106. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that an unspecified number of needle 30x1/2 rb experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: material no: 305106, batch no: 834761. Customer found two or three 30 gauge half in needles that had a fuzz like substance at the end of the needle. The customer decided to pull all the needles that had lot number 8324761 (reference# 305106). The needles were not used.